Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report. Date of event is estimated.

Event description:
It was reported that the patient's extension was displaying high impedances. As a result, the extension was replaced.

Manufacturer narrative:
The report of high impedance was confirmed. Analysis of the returned lead extension found it was damaged prior to being returned. The terminal end of the extension was missing; this segment was found to be stuck in the returned ipg (see per-2020-0234495-01) header port 9-16. The segment was removed from the port however, a contact remained stuck in the header block and was not able to be extracted. Microscopic inspection of the returned extension found a kink on the outer tubing approximately 19.0cm from the stimulation (header) end of the lead where all internal wires were broken. These fractures are consistent with an overstress condition or sudden event the extension was subjected to while still in vivo.